Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error was not confirmed. The device evaluation found that the connecting part between the cable and charge-coupled device had fluid invasion and rust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error was received when using the hd camera head. The issue was found during reprocessing. There were no reports of patient harm.